Event description:
It was reported that the insulin gauge was inaccurate and static. Overfilling the cartridge possibly contributed to the issue. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 207 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.